Manufacturer narrative:
Based on the information provided the cause of the reported issue is unknown. If additional information is received a follow-up MDR will be submitted. The actual date of event could not be confirmed. Therefore, a review of the system logs could not be performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this event. No images or videos of the event were shared. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted total cystectomy surgical procedure, the patient developed an arterioureteral fistula, and had unspecified treatment. Although there was no malfunction of the da vinci system or instrument was reported during the procedure, the cause of the reported issue is unknown.

Event description:
It was reported that after a da vinci-assisted cystectomy surgical procedure, the patient developed an arterio-ureteral fistula. As a result, the patient had additional medical intervention to address the issue. It is unclear how the issue was addressed. The cause of the reported complication is unknown. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information. The procedure/event date is unknown. It was confirmed that there was no allegation of an isi device or system malfunction to have occurred during the procedure, and there were no intra-operative complications during the cycstectomy procedure. The procedure was completed with no reported injury. Though the root cause is unknown, the surgeon speculated that the post-operative complication could have been induced by an "inflammatory reaction under bladder stomy." The patient is reported to be recovering well.